Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo. Analysis information -- 2016-08-25 15:03:14 cst pli# 10 product ID# 693565 the distal conductor of the lead developed a fracture due to flexing while in vivo, analysis information -- 2016-08-15 13:43:38 cst pli# 20 product ID# d314drg the device was returned and analyzed. Analysis was performed and no anomalies were found, the device was returned and analyzed but no issue identified that required full analysis, concomitant medical products: product ID: d314drg, serial# (B)(4), implanted: (B)(6) 2014.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing of high rate non-sustained episodes and impedance variations. A possible fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant product: d314drg ICD, implanted: (B)(6) 2014. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing of high rate non-sustained episodes and impedance variations. A possible fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.